Manufacturer narrative:
E.1. Address was not located, and I(B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c - 309657 plunger rod was broken/damaged. Complaint via email. I was drawing up medication with a bd 3ml syringe with a blunt tip needle when I noticed the medication. Did not draw properly. Upon inspection, the plunger was misaligned and therefore could not create. The suction necessary to draw up the medication. I am reporting in case there are more issues with the lot, but I was unable to find any other syringes that had improperly placed plungers like the one I am currently reporting.